Event description:
Sales representative reported that the surgeon drilled the hole and placed the first bioraptor without difficulty. The second anchor was drilled and it bottomed out on the drill guide before the anchor was seated into the bone. It is believed the issue is because this one was 5/8 inch shorter. The implant was removed and another one was placed without issue. The patient did have hard bone and the surgeon drilled with the 2.7 mm drill instead of 3.0 mm that is recommended. The surgeon experienced a 90-minute delay as a result. The site was then drilled with the 3.0 mm and the third anchor was successfully implanted.

Manufacturer narrative:
Evaluation could not be performed because of the device was not returned.